Event description:
It was reported the during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. The 12mm x 3.00mm nc quantum apex monorail balloon was used to predilate the target lesion in the calcified vessel. The balloon was inflated four times to 12 atms and then on the fifth inflation it ruptured at 12 atms. No vessel damage occured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned device was received with the product shelf carton. There was blood and contrast in the wire lumen. Visual inspection of the balloon revealed a pinhole in the balloon wall material 2mm from proximal edge of distal markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)